Event description:
Report 14 of 19 rec'd from (B)(6) stating that the device had debris in the sterile package. It is unknown if the device was being used during surgery. It is unknown if injury or medical intervention were reported. The date of the event is unknown. There was no add'l info provided.

Manufacturer narrative:
The device was not rec'd by depuy synthes power tools. If add'l info is rec'd, a supplemental report will be submitted. (B)(4) .